Manufacturer narrative:
(B)(6). Initial reporter occupation: clinical resource integration program manager. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle had a defective locking mechanism. The following information was provided by the initial reporter: "I wanted to make you aware of a product concern just received from prov medford, oregon¿on another eclipse 22g blood collection needle #368608. Phlebotomist exited from draw and while attempting to engage the safety, phlebotomist heard a "snap" and felt the cap separate from the needle. The phlebotomist looked down and saw only the exposed, dirty needle because the pink safety cap had broken off. Phlebotomist disposed of needle, uncapped and told a supervisor. An accident stick did not occur because phleb noticed before trying to re-engage the safety."

Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for defective locking mechanism with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle had a defective locking mechanism. The following information was provided by the initial reporter: "I wanted to make you aware of a product concern just received from (B)(6)¿on another eclipse 22g blood collection needle #368608. Phlebotomist exited from draw and while attempting to engage the safety, phlebotomist heard a "snap" and felt the cap separate from the needle. The phlebotomist looked down and saw only the exposed, dirty needle because the pink safety cap had broken off. Phlebotomist disposed of needle, uncapped and told a supervisor. An accident stick did not occur because phleb noticed before trying to re-engage the safety."